Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A physician encountered a problem during placement of essure micro-inserts in his pt; 1 essure handle did not detach from the micro-insert. Upon encountering placement difficulty, the physician attempted to pull the catheter and device out of the pt's ostium, but neither would release. The physician utilized wire cutters to detach purple handle from catheter in order to remove hysteroscope from pt and then walked the pt to the operating room for emergency surgery. The physician removed the catheter and delivery wire from device trans-vaginally/trans-cervically, then visualized properly placed micro-insert in the right ostium. The physician reported 'no injury' to pt and no further action taken other than that described above.